Event description:
Info received indicates the bed has no reverse trend function or down limit.

Manufacturer narrative:
The tech isolated the issue to the down limit circuitry on control circuit board. He replaced the control circuit board to repair the bed.